Event description:
It was reported that the user¿s pump displayed an alert prompting fill tubing despite a recent supply change, and logs showed the user unintentionally navigated to the cartridge and fill tubing screens and initiated the workflow without completing the press-and-hold to deliver drops, after which the pump timed out and returned to sleep. Symptoms included no change in blood glucose. Outcomes included no clinical impact and no medical intervention. Investigation included review of device logs and guided troubleshooting with the user. Investigation of this case revealed incomplete fill tubing without insulin delivery to the body, consistent with user interface interaction leading to an unintended initiation and time-out, and normal device function after proper fill steps were completed. It was concluded, based on established findings for similar reports, that the cause was user error during the fill tubing process.

Manufacturer narrative:
Initial.